Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient did not feel stimulation when leaning forward and it was stronger when leaning back. Connectivity was checked and electrodes 0-7 and 15 were red. Impedances were >10,000 ohms on 0-7. Electrode 15 was not used in programming. The patient denied falls or traumas but there was a report of weight loss and gain over again of 50 lbs. Within in the last month. The ins felt different in the buttock. The caller mentioned "short" but then clarified open circuits. X-rays were going to be ordered. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2020-jan-16 reporting that the patient's settings were not using the lead that was showing open circuits. The patient was reprogrammed using different electrodes that all had allowable impedance values. The patient had another visit planned to the clinic. The plan was to try this programming before considering revision. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient did not show up for their next appointment and the rep had not heard from the patient so it was unknown if reprogramming resolved their issue. The rep had not heard of anything more regarding the event and had not been notified for a revision or replacement. No further complications were reported/anticipated.